Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) ECG cable was not working, there was patient involvement but no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the ECG truck cable and lead wires and observed intermittent failure with lead wire breakage causing ECG trigger failure as well as blood damage on the cable. The fse replaced the ECG leadwires ((B)(4)). The unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
E. Initial reporter.event site name.(B)(6) hospital.